Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having a inguinal hernia. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on sep 12, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having a inguinal hernia and severe coughing. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously submitted MDR 2518422-2022-07175 with incorrect sections h6. Corrections to previous MDR are made in this report as follows. Section h6- type of investigation, findings and investigation conclusion code was updated. The manufacturer was missed to update a2 and a3 in previous report, which was corrected in this report.